Manufacturer narrative:
This supplemental report is being submitted to provide the result of the investigation and to update section h6. The suspect device was not returned for evaluation. Based on similar reported complaints, the OEM determined the problem is a previously identified failure, previously investigated. Based on the investigation of similar reported complaints, the OEM has determined that the affected clips conform to olympus product specification standards and the incident rate is within acceptable range.

Manufacturer narrative:
The reference device was not returned to the service center for a physical evaluation. However, a photo image of the device was received and the investigation is currently in progress. The exact cause of the reported event cannot be determined at this time. The service center followed up to obtain additional information regarding the reported event but with no result. The instruction manual warns users ¿before use, prepare, and inspect the instrument as instructed. Should the slightest irregularity be suspected, do not use the instrument; use a spare instead.

Event description:
Service center was informed that during a procedure the quickclip "exploded" (broke apart) inside the patient.